Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) shock impedance measurements have been out of range for several years. No further information was available. The rv lead remains in service and no adverse patient effects were reported.